Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was hospitalized due to experiencing a low blood glucose (bg) of 36 mg/dl. Reportedly, root cause of low bg was due to user error as the customer had ¿over dosed¿ on insulin. The customer could not recall if insulin was administered through a syringe or if a bolus had been delivered. Fluids, food, and glucose tablets were provided to treat bg level. Reportedly, the customer sustained a black eye due to falling. Customer was released from the hospital 3 days later with no permanent damage and the issue resolved.